Event description:
The following is from an abstract written by dr. Pka et al. "The case experienced clicking immediately after surgery. On x-rays, signs of impingement were obvious and wear according to impingement was found during revision. No signs of component loosening or ceramic damage."

Manufacturer narrative:
As this info was obtained from an abstract, no other info is available at this time.